Manufacturer narrative:
Per the instructions for use (IFU), valve embolization is a known potential complication associated with the transcatheter mitral valve replacement (tmvr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to valve malposition/embolization, including, but not limited to, improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, loss of pacing capture, rapid deployment and movement of the delivery system by the operator. The edwards sapien xt transcatheter heart valve is indicated for patients with severe symptomatic calcified native aortic valve stenosis. Deployment of the sapien xt valve in a previously implanted mitral ring is not indicated per the labeling; therefore, the labeling ifus and ew training manuals do not instruct the operator how to position the sapien x valve in this scenario. In this case, there was no allegation or indication a product deficiency malfunction contributed to this adverse event. Investigation results indicate that procedural factors (device manipulation, tension in the delivery system) during mitral valve during deployment, may have contributed to the valve embolization. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our (B)(6) affiliate, after deployment of a 26mm sapien xt valve, in the mitral position within a non-edwards annuloplasty ring, the sapien xt valve was dislocated from the mitral ring and embolized into the ventricle. The rapid pacing was stopped during valve deployment. The procedure was converted to surgical intervention. The xt valve was explanted, and a surgical valve was implanted. The patient was stable and transferred for post management care. No other details were provided. As per report, the event occurred due to tension/friction with the delivery system.

Manufacturer narrative:
Reference CAPA-20-00141.